Event description:
It was reported by the user site that on (B)(6) 2026, during use of the 3dimensions system while acquiring a lateral magnification view, the tube head of the system moved on its own. It was reported by the user site that the technologist witnessed the c-arm move without user input, and the movement resulted in the c-arm contacting the technologist¿s face, causing bruising. It was reported by the user site that no additional medical or surgical intervention was required. Hologic technical support reviewed the system logs and reported that no related errors, faults, or uncommanded motion error codes were identified during the time of the reported event. No further information is currently available.